Event description:
It was reported while using smartsite¿ extension set 1.2 micron filter 1 smartsite¿ needle-free valve(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material: 20127e batch22029612. It was reported by the customer that the filter sets leaked. For the past several weeks we've had multiple reports of our filters sets leaking. Material#: 20127e. Lot# 22029612.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leaking filters could not be verified due to the product not being returned for failure investigation. Device history record review for model 20127e lot number 22029612 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using smartsite¿ extension set 1.2 micron filter 1 smartsite¿ needle-free valve(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material: 20127e batch22029612. It was reported by the customer that the filter sets leaked. For the past several weeks we've had multiple reports of our filters sets leaking. Material#: 20127e lot# 22029612.